Event description:
Biomed reported a free flow event during priming. The nurse was priming and setting up the infusion in the special surgical unit. She noted free flow before she attached the administration set to the pt. Biomed stated the platen hinge was broken and found to have multiple cracks. The pc unit was not retained. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4) pending completion of eval. The device has been received and an eval is pending. A f/u report will be submitted with the results once the investigation is complete.